Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the distal right coronary artery (rca). The lesion was predilated using an unspecified balloon catheter. A 3.50x12mm promus element ¿ stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. It was noted that the stent "slipped away" from the distal marker of the delivery system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at the distal and proximal ends. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during advancement and withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the distal right coronary artery (rca). The lesion was predilated using an unspecified balloon catheter. A 3.50x12mm promus element ¿ stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. It was noted that the stent "slipped away" from the distal marker of the delivery system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).